Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, after opening the 8f avanti + catheter sheath introducer (csi) package, wire stretching/fraying was found on the guidewire before use. The device was no used. There was no reported injury to the patient. The device will be returned for evaluation.

Event description:
As reported, after opening the 8f avanti + catheter sheath introducer (csi) package, wire stretching/fraying was found on the guidewire before use. The device was no used. There was no reported injury to the patient. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.